Manufacturer narrative:
Intuitive surgical inc. (Isi) received the setup joint (suj) #3 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed but not replicated. In the system logs, the error 23072 was confirmed indicating errors between primary and secondary setup joints. Upon visual inspection, no issues were found related to the reported event. Installed the suj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Based on these findings, failure analysis determined that the proximal cable was the potential source for the reported issue. The complaint was confirmed by failure analysis. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure can be attributed to communication errors resulting from the proximal cable located on suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up joint (suj) and counterwound dual pot string. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report issue with universal surgical manipulator (usm). Site already tried multiple times to restart and recover the error but error returned. Tse viewed the system event logs and noticed error 23072 pointing the set up joint (suj) 3 z axis. Tse asked nurse to move suj3 up or down multiple time and try to recover the fault with no change. Site did two system epo's and exercised the z-axis on usm3 with power off. The issue was not resolved. Tse advised to disable usm3. Site needed usm3 for the surgery. The site's other system was an xi and currently was in clinical use. Site proceeded non-robotically. The procedure was aborted post anesthesia with no reported injury.